Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was concluded that the system disruption occurred because the device had exhausted its available drive space. A technical support specialist deleted the outdated data from the database and verified that the server connection was restored. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ es server encountered an issue where all the stations were in critical override mode. This hindered users from accessing the medication, and there was no delay or harm. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.